Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis and death occurred. The de novo lesion was located in a severely calcified and severely tortuous proximal left circumflex artery. The lesion was predilated with an unk balloon. The 3.5x32mm taxus liberte' drug eluting stent was advanced to the lesion and deployed at 10-12 atms. The physician noted that the stent did not deploy well due to the severe calcification. The stent and ostium of the lesion were post-dilated with an unk balloon. Even though the stent was not deployed optimally, the physician elected to complete the procedure at this time and noted 0% residual stenosis and a timi flow pre and post procedure of 3. No pt injuries or complications occurred. The pt was prescribed 100mg aspirin and 75mg plavix per day. Two days later while in the hospital, the pt experienced chest pain. Angiography showed that the stent placed in the proximal left circumflex artery had totally occluded. The physician attempted to remove the thrombus by inserting a guidewire, but had difficulty crossing the thrombus. At this time the flow had not improved; however, the blood pressure was stable and no abnormal cardiac rhythms were noted. The physician elected to end the procedure at this time and treat the pt at a later date. It was noted that the pt was compliant with medications while in the hospital. The physician commented that there may have been an increased risk of thrombosis due to the inability to deploy the stent optimally. The pt was transferred to another hospital and was being treated as a myocardial infarction case. Six days later, it was reported that the pt presented with ventricular fibrillation while still hospitalized. An electric defibrillator was used and cardiopulmonary resuscitation was performed; however, treatment failed and the pt expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.